Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when she interrogated the ins it was reading the ins like it was a 3023 rather than 3058. The rep stated the battery was showing ok and 88 months remaining. The rep also stated she was also seeing "for new neurostimulator" on the bottom. It was confirmed that she was using an mmb software card. It was noted that the rep had an older clinician programmer but was not sure that would cause an issue. It had worked fine so far. The rep stated she did not recall a power on reset message appearing when she first interrogated the device. It was noted that the healthcare professional were planning to replace the ins in 2 weeks. It was further reported that the patient experienced a sudden change in therapy /symptoms and urgency/frequency symptoms. Additional information received from the rep reported that diagnostic test related to the urgency frequency was unknown, patient¿s settings were changed and stimulation increased; spoke to the patient and they stated that the device was working ¿off and on¿ and that the patient would be receiving a battery replacement in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.